Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 580 mg/dl. Reportedly, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with diabetic ketoacidosis, ketone levels were identified as dangerous by health care provider. Customer was treated with intravenous fluids of insulin. The customer was discharged from the ICU on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the customer alleged that the control iq pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended; however customer reverted back to manual daily injections.